Event description:
Device 1 of 2. Ref MFR report #1627487-2014-00257. The pt (B)(6) is implanted with two percutaneous leads (different models) in the occipital region (off-label). It was reported the pt requested removal of his therapy system as his occipital pain has resolved since implant. Additionally, the pt indicates the placement of the leads is causing increasing pain. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.